Manufacturer narrative:
Additional information section b - sex. From: unknown. To: male. Device available for eval? No. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump(iabp) generated an unspecified "fiber optic" error. The customer swapped out the iabp unit with another iabp unit which was not immediately functional due to inappropriate storage. It was noted that the second iabp had been stored plugged in but was not properly seated in the cart. The customer was able to reseat the iabp unit and use a different battery to continue therapy on the patient without issue. No further issues were reported for the second intra-aortic balloon pump(iabp) used. The patient was reported to expire. Based on customer, the patient's death is not attributed to the product.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump(iabp) generated an unspecified "fiber optic" error. The customer swapped out the iabp unit with another iabp unit which was not immediately functional due to inappropriate storage. It was noted that the second iabp had been stored plugged in but was not properly seated in the cart. The customer was able to reseat the iabp unit and use a different battery to continue therapy on the patient without issue. No further issues were reported for the second intra-aortic balloon pump(iabp) used. The patient was reported to expire. Based on customer, the patient's death is not attributed to the product.